Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which showed droplets of fluid inside the bag which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The issue was identified before patient use. The source of the leak was not immediately visible; however, it appeared to be coming from the blue cap at the end of the line. There were no issues with delivery, handling or storage. The device was filled with fluorouracil 3950mg/115ml. There was no patient involvement. No additional information is available.